Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a sling procedure on an unknown date. Following the procedure, the patient experienced erosion of the mesh into the urethra and underwent removal of eroded mesh on (B)(6) 2015. Additional information has been requested.